Manufacturer narrative:
(B)(4)

Event description:
It was further reported that during the follow up tee, the device was not found in the thoracic aorta or left ventricle, it was anticipated it to be in the abdominal aorta.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman flx implant (24mm). The watchman flx delivery system was not returned for analysis. There was blood on the implant when received. The implant was damaged and deformed. The implant had damaged/bent struts with 1 strut broken and flared out away from the device. Other portions of the struts were bent and deformed. Inspection of the remainder of the implant, apart from the observed damage, revealed no other damage or irregularities. The deformation and damaged struts are evidence of compression when the implant was snared for extraction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during the follow up tee, the device was not found in the thoracic aorta or left ventricle, it was anticipated it to be in the abdominal aorta.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device embolization occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx left atrial closure device was successfully implanted. After release of the watchman flx left atrial closure device the physician observed movement to a more inferior position. However, the device still remained in the laa and the laa remained sealed. In (B)(6) 2016, a routine transesophageal echocardiogram (tee) was performed and revealed the watchman flx left atrial closure device had embolized. The patient was asymptomatic and removal of the closure device was scheduled for two weeks after this finding. It was reported that the removal procedure went well; the device was snared without issue. A second laa closure procedure was performed. The physician reported that the measurements of the laa would have normally lead to use of a 27mm watchman laa closure device, but due to the embolization of the 24mm watchman flx left atrial closure device and the broccoli type anatomy, he opted to deploy a 30mm watchman laa closure device. After release of the 30mm watchman laa closure device, a little inferior movement was noted. The laa was successfully sealed. The patient condition was reported as fine. This product is only ous approved but it is similar to an approved us device.